Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm approximately one year ago. Vessel morphology was reported as a short straight aortic neck; mild amount of calcified spots in the right iliac artery; aortic neck diameter at the renal arteries is 26 - 27.4 - 31; 8-10mm aortic neck length. It was reported that the pre-operative CT scan strongly suggested that the right renal was higher. On axial images the right renal artery looked 5 mm higher than the left renal artery and on coronal images it looked just slightly higher. There also is an accessory right renal. The physician decided to encroach on the left renal artery since it was so large in diameter. The physician placed the bifurcated stent about 2 mm higher than intended. The left renal was partially (50%) covered, and the right renal was covered. The physician then stented the accessory right renal artery with a 7 x 15 stent, and achieved an excellent lumen. Unfortunately, the physician was unable to engage the main right renal. The short aortic neck and the suprarenal stents, prevented the physician from pulling the device down. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant show that the right renal does appear slightly above the left renal. The neck is short and mildly angulated. Intraop films during deployment were not provided. It is uncertain if the proximal graft margin relative to the renals was checked prior to deployment of the suprarenal stents.

Manufacturer narrative:
(B)(4): film evaluation, occlusion, renal failure, stent graft misplacement, aortic neck less that 10mm.